Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). High impedance was reported. Electrodes 0, 1, 2, 3, 4, 5, 6, and 7 at 40000, electrode 11 at 36100, electrode 13 at 34180, electrode 14 at 40000 and electrode 15 at 40000. Loss of stimulation was reported. Programmed using the few remaining electrodes. Patient states no fall or trauma that may have led to this impedance issue. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023. Product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023. Product type lead product ID 977a275 lot# serial# va2tx3p039 implanted: 2023 product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.